Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR and adverse event problem. Visual examination of the returned products confirms the tasp shims are missing bearings as well as exhibit signs of repeated use. Device history record was reviewed and no discrepancies were found. This was previously investigated through the CAPA process which determined the cause was related to the device design, which was modified as a result. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articulation surface provisional shims were returned as worn and missing ball bearing. No additional information is available.